Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery the pt could not tolerate the halos. The surgeon reported the pt does not neuroadapt well and sees halos in the daytime and nighttime. The pt was treated with ophthalmic drops for four months to optimize the ocular surface, in which the surgeon reported as minimally better following treatment. The pt also reported experiencing negative dysphotopsia which was described as black arcs on side of vision. The pt has a clear capsule with the lens perfectly centered. The pt has requested to have the lenses exchanged. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).